Event description:
The following has been reported: customer reported: "nurse kept receiving upstream occlusion alarm when backpriming, despite clamp being open, red cap removed. No blood bag hooked up initially - just trying to backprime line. They fumbled with it' for ~20 min including attaching the blood bag to also try to backprime with no success. Once they tried a new blood admin set, it worked fine. Tubing not saved due to blood being in the line. A preliminary review identified the following issue: unresolved occlusion alarms an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture is available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause of the reported issue could be 1) an upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing, 2) small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav), 3) spike was not inserted correctly into the solution bag, 4) a possible cause could be excessive welding used to join internal components of the cassette. If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. No sample is available for evaluation. Therefore, reported failure could not be replicated and exact root cause could not be provided. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch record fa25a21021 was reviewed. Record #2035473 was generated related to a unit found with the secondary port blocked, causing a failure in the functional (occlusion) test. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.